Manufacturer narrative:
Facility name: (B)(6). Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the lens of the camera head was blurred and the screen was scratched. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device has not been returned, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.